Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Correction: it was clarified during the image review that the device that was reported to be occluded, located in the internal iliac artery was not a cook device, but instead a competitor's device. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: postal code: (B)(6), phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified of a possible occlusion of a zenith flex with spiral-z technology aaa endovascular graft iliac leg. The 78-year-old male underwent endovascular aortic repair (evar) on (B)(6)2013 where multiple cook grafts were placed: zenith low profile aaa endovascular graft main body (rpn: zalb-30-84) zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-39-zt) zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-20-90-zt) zenith branch endovascular graft iliac bifurcation (rpn: zbis-12-45-41) upon review of the computed tomography (CT) for a related complaint of a type 3a endoleak it was determined that there was a possible thrombosis of the zenith flex with spiral-z technology aaa endovascular graft iliac leg graft that led to occlusion. It was reported that the patient required a reintervention procedure to reline the type 3a endoleak. However, the treatment of the thrombosis/occlusion is unknown. The identification of the exact zenith flex with spiral-z technology aaa endovascular graft iliac leg that was occluded is not known at the time of this report. An additional report for this patient has been submitted under patient identifier (B)(6), MDR number 1820334-2024-00944.